Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the emergent endovascular treatment of a 80mm ruptured thoracic aortic aneurysm. The patient was hypotensive and was taken directly to or. The patient had extremely calcified access bilaterally, which included a total occlusion of the left proximal femoral and a focal stenosis of the right external iliac. The aneurysm began approximately 2.5cm from the left subclavian with the distal landing zone beginning approximately 175mm from the left subclavian. The proximal and distal landing zones measured 35mm. During the index procedure, open cutdown was performed in the right femoral artery to aid delivery of the valiant navion's delivery system. Prior to its insertion, the right external iliac artery was predilated with an 8mmx 40mm non mdt balloon and a 16fr sheath. The valiant navion device was then introduced over a stiff wire. After multiple attempts the device would not track through the native femoral artery. A non mdt balloon expandable stent was then implanted in the area of the right femoral stenosis. The device then tracked through the non- mdt stent and was advanced to the intended target. There was high resistance on the delivery system during deployment which made the delivery system and device shift forward. After accounting for the proximal migration and repositioning to the intended location, the remainder of the device was deployed. After relaxing pressure on the delivery system the proximal free flo stent was attempted to be released via the tip capture mechanism. The appropriate steps we followed however the leading edge of the device failed to deploy. Troubleshooting steps were completed <(>&<)> the stiff wire was pulled back to relax the delivery system, which released strain on the tip of the catheter. This resolved the issue and the device then fully deployed at the intended zone. The patient survived the procedure but expired the following day. The cause of death was the ruptured 80mm aneurysm and the patient being continuously hypotensive throughout the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.